Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been slow to respond over the past few weeks. She noted that the buttons do not spring back as expected when pressed. The pt stated that the rubber keypad is intact; denies exposing the pump to water; and stated that she wears the pump in her pocket.